Event description:
During a small joint procedure in the ankle, the blade broke half way thru it length. When they retrieved the broken piece from the patient, the metal looked torqued. Set at 51 rpms.